Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was performed for provided lot number 9308022. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this incident, 2 physical samples and 2 picture samples were received for evaluation by our quality team. Through examination of the samples, one has the rubber stopper all the way down and the other one has the stopper at 6ml. Each are empty and with no tip cap and was tested for sustaining force and the results were within specification. Investigation conclusion: our quality team will continue to monitor the manufacturing process for this defect and other emerging trends. Root cause description: as the results were in specification, the cause for this defect could not be determined. Rationale: further action has not been determined necessary at this time.

Event description:
It was reported that 10 ml bd posiflush¿ normal saline syringe plunger was difficult to move. This occurred on 2 occasions during use. The following information was provided by the initial reporter: in the process of sealing the pipe, the plunger couldn't be pushed on the half way, the remaining liquid in the flush couldn't be pushed, no harm to the patient.